Manufacturer narrative:
In conclusion: inpen received without original front cap shell holder. Missing or physically damaged front cap shell holder can affect insulin delivery. Therefore, the customer complaint of front cap shell holder not holding in place was undetermined due to inpen being returned without front cap shell holder. In addition, it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced a cap anomaly. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the inpen and mmt-105nnblna was returned for analysis.